Event description:
The patient reportedly experienced an infection on his left implanted ear. The device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.